Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with a highest cgm glucose of 294 mg/dl and a confirmatory glucometer value of 245 mg/dl over approximately two hours; the infusion set was teflon placed on the abdomen and the cgm was a dexcom g7, and the event followed a meal of cereal announced on the device. Symptoms included elevated blood glucose. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and identified an unclear cause for the hyperglycemia, with food intake and timing of meal announcement considered but not confirmed as causal. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.